Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a severed motor screw stuck in the gears. The motor assembly, which contains the failed screws, was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient incident.